Event description:
It was reported that high impedances (>10000 ohms) were measured on contact 0. Impedances at the other contacts were within normal range. The patient received the expected side effects at 0.5 v on contact 1, but there wasn¿t ¿anything convincing¿ from contact 0 except blurred vision at 4.0 v. Contacts 2 and 3 only caused dizziness and blurred vision. X-rays suggested no problems with the connections and there were no problems during surgery. The patient was implanted for chronic cluster headache. The patient was doing well with no more attacks and had been discharged from the hospital. Additional information reported that the patient was fine and receiving effective therapy. The hcp did not believe the lead was fractured.

Manufacturer narrative:
Concomitant product: product ID 3389, lot# unknown, implanted: (B)(6) 2014, product type lead. (B)(4).